Event description:
Additional information was received indicating the event is not associated with the right atrial lead and there is no allegation of a malfunction for the atrial lead.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-26295, the same issue was reported as 2017865-2021-32574.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.